Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle is clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: all product is clogged, air nor medication will flow through the needle. 3 customers have complained so far.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle is clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: all product is clogged, air nor medication will flow through the needle. 3 customers have complained so far.